Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event lump (pt: injection site nodule) was deemed to meet serious criteria of intervention was necessary to prevent permanent damage. The device history record for radiesse(+) lot number a00017260 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. She was injected with radiesse(+), into the temples (off label use of device). After the radiesse(+) injection, the patient experienced product migration, from temples to cheek mid face area. The outcome of the event was unknown. Follow-up information was received on (B)(6) 2021: this case was upgraded to serious. The events lump and soreness were added. The patients initials, year of birth and gender were provided. The patient was a (B)(6) female patient. She was injected with a total of 3 ml (1.5 ml into each side) of radiesse(+), into the temples, on 01-jul-2021. The batch record review was received and the lot number for radiesse(+) was confirmed as a00017260 (expiry date 05/2023). A lot search in the global safety database was conducted. The patient had no relevant medical history, prior fillers or relevant concomitant medications. On (B)(6) 2021, the patient complained that radiesse(+) migrated from the right temple area to the right cheek/sebaceous gland area. As reported, on (B)(6) 2021, corrective treatment included hyper dilute kenalog, in an attempt to correct the migration. On (B)(6) 2021, the day of this report, the reporter spoke to the patient, and the lump was still present but somewhat went down in size. The soreness was mostly gone. No relevant laboratory tests were performed. Due to the provided information, the outcome of the events lump and soreness was considered as resolving. The outcome of the event product migration was left unchanged. In the opinion of the reporter, treatment was necessary to prevent permanent damage, and the events were related to radiesse(+). The reporter was unsure if the events were permanent.